Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap broke off inside of the pt at 34,005 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for evaluation.